Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient claims to not be able to see. The lens was exchanged during a secondary procedure. Additional information was requested.

Manufacturer narrative:
Additional information provided. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company iii (d) cartridge, company iii handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Information was provided that the non-toric 22.5 diopter lens model was replaced with a toric 23.0 diopter lens model. The change to a toric lens model from a non-toric model may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., a.3., b.3., and d.11. The manufacturer internal reference number is: (B)(4).